Event description:
It was reported that there was a primary tka performed and patient acquired an infection. Implants were removed and cement spacer and antibiotics were implanted.

Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-500, lot ebkns, description: tri prim cem fxb bplt #5; cat 5510-f-601, lot ebddc, description: tri cr fem comp #6 l-cem; cat 5550-g-319, lot ey6m, description: tri symmetric x3 patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: visual inspection: the insert was returned with evidence of some pitting on the superior bearing surfaces. There is also evidence of explantation damage on the anterior face and inferior surface. Nothing of note was identified in relation to the reported infection. Medical records received and evaluation: medical review indicated: there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this infection of the left total knee arthroplasty requiring revision surgery. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as patient history, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that there was a primary tka performed and patient acquired an infection. Implants were removed and cement spacer and antibiotics were implanted.